Event description:
Patient presented to outpatient clinic treatment room on (B)(6) 2024 for catheter change medline urology total one layer tray kit select silicone 16 fr 10 ml catheter only was used from kit and bed bag was switched for leg bag. Procedure completed without difficultly. On (B)(6) 2024 patient sent secure message that he had been to e.r. The night before because catheter "came out". Patient was told by provider at the snmh e.r that catheter balloon had failed.